Manufacturer narrative:
An event regarding a disassociation involving an unknown liner was reported. The event was confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: the provided medical information was submitted to a consulting clinician who confirmed that x-rays shows disassociated constrained liner but deemed the information insufficient and rejected it for a medical review. Conclusions: the provided medical information was submitted to a consulting clinician who confirmed that x-rays shows disassociated constrained liner but deemed the information insufficient and rejected it for a medical review. Also, patient fall likely lead to the disassociation of the liner from the shell.the exact cause of the event could not be determined as insufficient medical information was provided. Further information such as return of device, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported that the patient slipped and fell. The patient presented with hip pain and had a revision surgery.